Event description:
The customer reported a root device in which "the sedline probe is disconnecting at times even tried with different probes on different machine" and "the fault is intermittent." No patient impact or consequences were reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. Health effect impact code: no adverse event, no patient impact e1. Initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Manufacturer narrative:
Other, other text: the returned root was evaluated. The device was able to obtain measurements when tested with a lab tester and docked radical-7. All alarm conditions were audible and visual. No product performance issues related to sedline measurements were identified during the entire duration of testing. The device was determined to be functioning as designed. E1: initial reporter phone number exceeded allowable field length, initial reporter phone number is as follows: (B)(6). E1: initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6).

Event description:
The customer reported a root device in which "the sedline probe is disconnecting at times even tried with different probes on different machine" and "the fault is intermittent." No patient impact or consequences were reported.